Event description:
Device issue: none. Adverse event: allergic reaction. Onset of adverse event: after the stenting procedure. It was reported that approximately two years ago, the patient received treatment with a xience v stent. Since that time, the patient complains of recurring muscle pain and soft tissue swelling at different areas. No additional information is provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Allergic/hypersensitivity reaction is a known adverse event associated with coronary stenting as indicated in the instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.